Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inability to advance delivery system through the non - edwards sheath was unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufact uring non-conformance was unable to be determined. Additionally, as no work order was provided, a review of the DHR was unable to be performed to determine if a manufacturing non-conformance would have contributed to the complaint event. However, in this case, no device deficiencies were alleged by the physician. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the team could not get sheath nor valve to traverse the subclavian turn.'' Per the additional information received, the patient had severe annular calcification, moderate vessel calcification, severe tortuosity, and an aneurysm in the descending aorta. It should be noted that this was an off label procedure that used a non-edwards sheath. As such, procedural compatibility and performance has not been established. It is possible that the feasibility of advancement of the crimped valve is unknown and may result in complications. However, it is possible that the severe vessel tortuosity contributed to resistance. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system, leading to resistance. As such, available information suggests that patient factors ( tortuosity) and off-label procedure may have contributed to the reported event and subsequent dissection. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent subclavian/axillary tavr with a 23mm sapien 3 valve. As reported, the field clinical specialist was not notified of case until the morning of the case. When the field clinical specialist arrived, a non-edwards sheath was in the subclavian with a certitude. The team could not get sheath nor valve to traverse the subclavian turn. Therefore, it was decided to switch to the commander system with a 23mm s3u. There were no issues getting the sheath and valve down but localized aortic dissection was noted post removal just subsequent to subclavian which vascular will evaluate and address. The patient remained in stable condition at the conclusion of the procedure. No device deficiencies were alleged by the physician, and no damage to the sheath or other edwards devices was reported. The delivery system was coaxially aligned during withdrawal, and the flex tip was positioned at the triple marker with the system fully unflexed. No retained balloon volume was noted. The device was discarded and not returned for evaluation. The perceived root cause of the dissection was not identified, and no specific corrective actions were documented.